Event description:
A peritoneal dialysis nurse reported in (B)(6) 2014, a pt was diagnosed in the dialysis clinic, through positive peritoneal cultures, with pseudomonas peritonitis. No breaches in aseptic or sterile technique were reported. No samples or lot numbers available due to the product being discarded. The pt did not miss any peritoneal dialysis treatments. As of (B)(6)2014, the pt continues continuous cycler-assisted peritoneal dialysis (ccpd) treatment and continues being treated with an unknown name, dose, and route of antibiotic therapy for pseudomonas peritonitis.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Related mdrs: 1713747-2014-99949 and 2937457-2014-00299.